Manufacturer narrative:
This product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of -10.0 diopter, was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a longer length lens due to low vault without rotation. The problem was resolved. Cause reported as unknown.